Event description:
The metal hypotube section of the device broke during the procedure. The report received indicated that the intended procedure was a percutaneous coronary angioplasty. However during introduction of the catheter the hypotube broke. According to additional information, the physician was trying to advance the device through a tortuous vessel and probably excessive force was used during handling or maneuvering the device. The device was inspected prior to use; there were no kinks, bends or any other anomaly noted on the device. The device was exchanged for another unit and the intended procedure was completed successfully. There was no report of injury or adverse event to the pt.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, as of to date the evaluation has not been completed. Additional information will be submitted within 30 days upon receipt. This device is distributed outside the united states; however, it is similar to the coronary sds/stents distributed in the united states.